Event description:
It was reported that 4 days after a coronary stenting treatment procedure, a pulmonary embolism, possible stent thrombosis occurred. Target lesion 1 was in the proximal left anterior descending (lad) with 70% stenosis and a 3.0 diameter. The lesion was pre-dilated. Two taxus express2 drug eluting stents (2.75 x 24 mm and 2.75 x 16 mm) were placed in an overlapping fashion. Residual stenosis was 0%. Target lesion 2 in the ostium of the circumflex (cx) with 90% stenosis and a 2.5 mm diameter, was a bifurcated lesion between the left main coronary artery (lmca) and the ostial cx. The physician placed a taxus 2.5 x 12 mm stent. The residual stenosis was 0%. Three days later, while still hospitalized, the pt had nonsustained ventricular tachycardia. Enzymes were negative for mi and the EKG showed no ischemic changes. A repeat angiogram revealed lmca was 20-30% proximal stenosis: lad stent widely patent, timi-3 flow and no evidence of thrombus: lcx stent in the ostium of the cx widely patent. Timi-3 flow and no evidence of thrombus. The pt was started on amiodarone. On the day of the event, the pt had symptoms of chest pressure with st segment elevation. The pt then went into bradyarrhythmia with bradycardia and then asystole. IV atropine and cardiac compressions were initiated and the pt established rhythm and was given epinephrine. The pt went into ventricular tachycardia and was cardioverted several times. The pt continued to have ventricular arrhythmias, was intubated and given retavase. An echocardiogram demonstrated no evidence of any pericardial effusion. After an hour of cardiopulmonary bypass the pt was pronounced dead. Same case as manufacturer's number: 6000089-2004-00283 and 6000089-2004-00288.

Event description:
The pt was enrolled in the program in 3/2004. An autopsy was refused by the pt's family.